Event description:
A 1.9 french silicone PICC catheter was placed in an infant. During initial placement, x-ray indicated that the catheter had been inserted too far. The catheter was pulled back, and another x-ray was taken. The catheter was still inserted too far and was pulled back again. After the catheter had been in place for 3 days, the infant developed cardiac tamponade and died. No abnormal condition was noted between the initial placement and the cardiac arrest. Hospital staff stated there was 9 cc of fluid around the heart.

Manufacturer narrative:
Utmd is reporting this event because a utmd PICC was being used on a patient when the patient experienced a cardiac tamponade and died. Utmd does not believe this incident was related to a product defect or the specifications of the device. Product not returned and customer did not report a "product problem".